Event description:
It was reported that the handheld battery was dead and would not charge when it was plugged into the ac adapter. The ac adapter was making a loose connection with the handheld and one of the gold prongs on the ac adapter had fallen off. A replacement was sent to the site. The handheld was returned to manufacturer. Product analysis is pending.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.